Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, diminished sensing and undersensing. The right ventricular (rv) lead exhibited decreasing impedance. Both devices are still in use. No patient complications have been reported as a result of this event.